Event description:
It was reported that a user experienced a pairing failure with a FreeStyle Libre 3 Plus sensor when attempting to connect to the iLet system, which was resolved after the user toggled Bluetooth off and on and rescanned, after which the sensor displayed a warm-up. No adverse clinical symptoms reported. Outcomes included no clinical impact and no medical intervention. Investigation included customer service troubleshooting and user education. Investigation of this case revealed that the device functioned as intended after standard Bluetooth reconnection steps, consistent with a transient communication interruption without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication interruption resolved through standard troubleshooting.

Manufacturer narrative:
Initial.